Manufacturer narrative:
Combination product: yes. Update 20-nov-2025: the explant actually occurred on (B)(6) 2025. Update from the analysis results based on physical device analysis: the ICD and the lead were received for analysis on december 1st, 2025, and subjected to a thorough investigation. Analysis results of the ICD: an incoming visual inspection of the ICD revealed no anomalies. The ICD interrogation was properly feasible and it revealed the battery status bos. The memory content of the device was inspected. The analysis revealed a right ventricular pacing impedance of 3000 ohm between (B)(6) 2025. The impedance measurement functions of the device were tested and proved to be fully functional. No out of range impedance was measured. In a next step, a sensing test was performed and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be normal and as expected. Furthermore the header of the ICD was visually inspected, revealing no anomalies. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. The set screws showed screw marks on the bottom side indicating that they were tightened during the implantation. In a next step the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the memory content as well as the therapeutic functionality of the ICD were analyzed. Analysis proved the ICD to be free of faults and fully functional. The clinical event was not reproducible. Analysis results of the lead: upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. Electrical testing demonstrated that, under tensile load, the pacing impedance increased to values greater than 3000 ohms, aligning with the clinically observed out of range impedance. Further in depth examination of the lead body identified a fracture of the conductor cable to the ring electrode located approximately 6 cm distal to the df4 connector pin. This damage is considered the root cause of both the observed impedance deviation and the reported oversensing. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. Although the manufacturing documentation revealed no deviations, the possibility of damage occurring during the assembly process cannot be fully excluded. Consequently, corrective actions have been initiated to further investigate the root cause and to implement measures aimed at preventing recurrence of this isolated issue.

Manufacturer narrative:
Combination product: yes.

Event description:
Abnormal impedance (high) and noise events were reported. Fluoroscopy confirmed a loose pin so a re-operation was performed on november 7th where the lead and device were replaced.

Manufacturer narrative:
Combination product: yes. Update 20-nov-2025: the explant actually occurred on (B)(6) 2025. The ICD and the lead under complaint were not returned for analysis. The analysis is therefore based on the returned data, as well as the inspection of the quality documents associated with the manufacture of these particular devices. The manufacturing processes for the ICD and the lead were reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance tests proved the devices functions to be as specified. The returned data was analyzed. All available iegms (nr.1 to nr. 5) were inspected and showed no abnormality. Evaluation of the impedance trends revealed normal values of the ra pacing and rv shock impedances. However, the rv pacing impedance trend documented intermittent high out of range values since august 5th, 2025, six days after implantation. In particular, in august 5th to 7th, 11th to 13th, 17th, 23rd and 25th to 27th. Inspection of the relative changes of the rv impedance in the ¿rv-tip - rv-coil¿ path revealed a strong increase on august 27th, 2025. However, on august 17th and 23rd no strong deviations are documented. This observation is an indication for a potential intermittent rv pacing channel contact. Based on the above observations the root cause is not determinable. However, an intermittent contact in the rv pacing channel cannot be excluded. A potential root cause may be a suboptimal connection between the lead and the ICD. In search for further clues, testing for potential suboptimal connection between the lead and the ICD could be performed. In summary, the devices were not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The root cause of the intermittently high rv pacing impedance values is not determinable. Should further relevant information become available, this report will be updated.